Manufacturer narrative:
Initial.

Event description:
It was reported that the user stated they were not receiving high glucose alerts on the ilet pump, while logs showed high glucose alerts were generated and acknowledged on the pump, the alerts history confirmed alert activity, a caregiver received alerts via the companion app, and support provided education and assistance to improve audibility through the app; the issue aligned with a low audible alarm related to the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed a known interferent and a low audible alarm associated with the speaker/sounder, with alerts functioning per logs and notifications reaching the caregiver. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.